Manufacturer narrative:
(B)(4). Manufactured october 2, 2015 - october 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event at the end of infusion with tazocin. There was no patient injury or medical intervention associated with this event. No additional information is available.